Event description:
It was reported by the pt's legal counsel that the pt received a tka on their right knee on (B)(6) 2006. On (B)(6) 2006, the pt was revised due to pain.

Manufacturer narrative:
A review of the implant's device history record indicates that it was mfg to spec. Based on the info obtained the root cause cannot be determined. Should add'l info be obtained to further this investigation, this report shall be updated.